Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death. Device manufacturer date: monitor: 12/11/2019, electrode belt: 04/02/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was sleeping at the time of passing. It was reported that the device was alarming to call 911. Review of the download data, indicates the patient received one shock in response to oversensing of low amplitude cardiac signal. The patient was in severe bradycardia at 10 bpm with bigeminy at 06:28:09 on (B)(6) 2020 at the time of the treatment shock. The patient's post shock rhythm was severe bradycardia at 10 bpm with bigeminy degrading to asystole. The device detected asystole at 06:30:14 and the ECG showed asystole with intermittent cardiac activity. The device was shutdown at 07:47:45 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 6:00am.